Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was not received for evaluation. There were no remedial actions taken. This device is labeled for single-use and was not reprocessed and reused. Not returned.

Event description:
This report summarizes 1 malfunction event in which the device broke. There was patient involvement; no patient impact.